Event description:
The pt called lifescan and alleged the one touch basic original meter powered off during use. The pt was feeling dizzy, then tested, and though pt alleged the meter powered off during use, pt did report a result of 282 mg/dl. The pt contacted a medical proffesional for advice, was advised to see a pharmacist, who advised the pt to call lifescan. No treament given. No action taken following use of the meter. The customer care rep performed troubleshooting and the meter powered off before the shut off time was up. Based on the info obtained from the pt there is indication the product malfunctioned, however no indication the product led to an adverse event. The symptoms preceded the testing and the pt did obtain a reading. No treament. The meter and test strips were replaced and return expected.